Event description:
It is reported that the pt is experiencing pain. A subluxed acetabular component and migrated screw were also found along with possible loosening. A revision surgery was planned, but is unk if it was performed.

Manufacturer narrative:
This report will be amended when our investigation is complete.